Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that an image is not displayed on the monitor, reboot screen delay and stacking on the startup screen is likely due to a failure of circuit board. In addition, it is likely that intermittent power is generated due to a failure of the power switch. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, error 310 was displayed due to a faulty circuit printed board, the power switch was noisy, corrosion was noted on the rear panel and its connector, scratch was noted on the top cover, scratch was noted on the front panel and corrosion was noted on the chassis. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during maintenance, the visera elite ii video system center was found stuck in the booting screen and the reboot screen was being displayed with delay. It was also noted, the device was able to be turned on, but display would blackout and start rebooting. There was no patient involvement in this event.